Manufacturer narrative:
Could not investigate results because no device ID was provided to identify specific patients results for the test in question. This report does not necessarily suggest a false report. Reference: omer sb, simonov m, warren jl, et al. Saliva or nasopharyngeal swab specimens for detection of sars-cov-2. The new england journal of medicine. 2020;383(13):1283-1286. Doi:10.1056/nejmc2016359.

Event description:
Patient's father reached out in regards to a positive result given to his daughter. He was concerned about the validity of the test due to cross-contamination, since she did test at her school. He has reached out to understand the collection method and safety protocols to avoid cross contamination. This is historic complaint. Submission initially submitted via e-mail in absence of emdr reporting not setup.